Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the overlay/bezel assembly was replaced. It was also noted that the stylus was missing. Concomitant product: product ID 2067 radiofrequency head. (B)(4).

Event description:
It was reported the pen does not work. Other pens were tried. Recalibration of the pen/screen was tried unsuccessfully. The programmer was returned for repair. No patient complications were reported as a result of this event.